Event description:
The customer reported that the sealing function did not work properly. After completing the sealing cycle and cutting, there was bleeding.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident has also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.